Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated and the ventilator passed all functional and safety tests. Preventive maintenance was performed and the ventilator was cleared for clinical use. The received event log shows that the ventilation was started on (B)(6) 2023 at 14:40 in pressure regulated volume control (prvc) mode. Several clinical alarms were generated at 14:47 such as check tubing, expiratory minute low, peep low, inspiratory flow overrange. The ventilator generates these several high priority alarms to notify the user of the detected leakage in the ventilator breathing system. There were no technical alarms in the logs to indicate a malfunction of the device at the time of event. The test logs show that the ventilator passed pre-use check on (B)(6) 2023. No faulty part was determined and the ventilator worked according to specifications without any failure indication in test or technical logs. The root cause of the reported high co2 could not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator delivered insufficient ventilation that led to hypoventilation. The patient co2 was increased to unknown level. Final patient outcome was no injury. Manufacturer's ref.#: (B)(4).